Manufacturer narrative:
Repeated attempts were performed to obtain additional information from the reporter, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the event was a faulty business intelligence board (bi board) or a printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and user¿s allegation was confirmed. The cause of the intermittent power failure was due to a faulty board. In addition, there was a small scratch on the left center of the window screen. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus, the high definition lcd monitor would power on and off prior to an unknown procedure. There was no report of patient harm.